Manufacturer narrative:
An incorrect assembly of the vitrectome part of 6272.g1t (a vitrectome for the removal of vitreous humour from the eye) has led to an adverse event. The assembly error is related to the exchanged connection of two tubings (an aspiration and a pneumatic driver line), resulting in an unexpected pressure build-up in the eye, and subsequent small damage at the zonular. The hospital's remedial action included replacing the cutter and the system worked without problems. Such incorrect assembly is intended to be mitigated by design: the tubing for the two connections is clearly marked with a solid line on one of the tubes as an indicator for both assembly and subsequent qc checking; the tubes are intentionally cut to a different length, to match the offset in length of the mating connector for the tubes; the diameters of the tubes are intentionally different, making incorrect assembly extremely difficult. The risk management file for this family products includes consideration of this failure mode. This is listed in item 78 of the fmea (excerpt and front-sheet enclosed). The harm associated with this failure is consistent with that experienced in this case (although it is noted that in the fmea the potential for microbial contamination due to the uncontrolled flow of air is listed, the level of harm is "5" which is defined as "permanent impairment".) The frequency associated with this failure mode is "1", which is "improbable". Given that to date 2 incidents resulting in minor harm occurred in approximately 847,500 instruments sold, the risk / benefit of this product is considered consistent with the risk management file, and continues to support distribution of the product in market. 18 vitrectomes were returned for investigation and all were assembled according to the applicable design master record (dmr). No deviations were found. Therefore the conclusion is that dorc considers this an isolated case. Dorc will continue to monitor customer complaints and will take action for any future occurrences as is deemed necessary. - attachment: [mir_48464_final report_signed.pdf].

Event description:
The surgeon had problems during a 23 ga vit. She wanted to start the cutter and a blast came out of the cutter. The patient has a small damage at the zonular. She took another cutter and the system worked without problems.

Manufacturer narrative:
Investigation will be started as soon as affected product was received.

Event description:
The surgeon had problems during a 23 ga vit. She wanted to start the cutter and a blast came out of the cutter. The patient has a small damage at the zonular. She took another cutter and the system worked without problems.

Manufacturer narrative:
Correction code from qdy to hqe. Manufacture narrative. Investigation will be started as soon as affected product was received. Follow up 23 may 2019: the affected product was examined which revealed that the pneumatic drive and aspiration lumens appear to have been either connected incorrectly or swapped. An investigation is now underway on the remainder of that lot to determine if this was a manufacturing error or a use error. At this point, all samples investigated were correctly assembled, and investigation continues, with the expectation that this will conclude in the immediate short term. - attachment: [mir_48464_follow up report_signed.pdf].

Event description:
The surgeon had problems during a 23 ga vit. She wanted to start the cutter and a blast came out of the cutter. The patient has a small damage at the zonular. She took another cutter and the system worked without problems.